Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited an unexpected increase in longevity between follow-up visits. Boston scientific technical services (ts) reviewed device data and provided feedback to the field representative noting evidence of previous incomplete autothreshold tests which may have impacted device longevity estimates. No adverse patient effects were reported. This system remains in service.